Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection identified that fiber body break observed, the fiber body measured 179.6mm. Therefore, the reported event of fiber break was confirmed. It is likely that the fiber was damaged during inserting into the scope and ultimately broke from usage and/or removal. The product instructions for use state: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Ensure that the fiber tip is visible through the operating scope. Verify that the fiber tip was not damaged during the insertion of the fiber through the scope. Microscopic inspection identified the fiber tip was degraded. The fiber tip degradation is expected to occur through use of the fiber. In addition, the connector was in good condition, light was passing through the connector.

Event description:
It was reported that during an ureteroscopy procedure, the fiber body broke while removing it from the scope. The procedure was completed using another fiber. There were no patient complications reported.

Event description:
It was reported that during an ureteroscopy procedure, the fiber body broke while removing it from the scope. The procedure was completed using another fiber. There were no patient complications reported.